Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Unk healing abutment, lot# unknown. Email address and last/given name unknown / not provided. PMA/510k : additional PMA/510(k) number k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing abutment would not screw into the implant. The implant at tooth site #18 was removed and replaced with another implant to complete the procedure. As a result of this event, no injury to the patient.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4315. H10: narrative/data was updated. One tapered screw vent implant (tsvtwb11) was returned for investigation. However, one unknown healing abutment was not returned. Returned implant had no apparent malfunction, some debris on the external threads. Product matched print specification where measured. Functional testing was performed using in-house compatible device and devices assembled/disassembled as intended. DHR review was completed for the subject lot number 1228056. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1228056) was performed for similar events using keywords does not assemble and no other similar complaint was identified. August post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has not occurred for implant and malfunction for unk healing abutment could not be verified without its return. Hence, the event was nonverifiable.

Event description:
No additional information at the time of this report.